Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: surgeon was using the hcs with a drill bit and the drill bit exploded in the scaphoid of the patient. All broken parts were retrieved. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/ sif specification and with the international standard. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded and we assume that high applied forces caused the breakage.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.